Event description:
It was reported that the atrial lead was not capturing and had low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901, implantable pulse generator, (B)(6) 2004. A 5076, implantable pacing lead, (B)(6) 2004. (B)(4).